Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call that the insulin pump alarmed with a motor error during the rewind process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The caller confirmed that the pump had no been exposed to a high magnetic field. The customer was advised to remove the pump battery to prevent continued alarms. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus and basal delivery; the motor was tested outside of the device and passed. All operating currents are within specification. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.